Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient began to report pain at the driveline exit site (dles), however the patient was unable to come into the clinic till a week later in which the patient¿s site was cultured and there was no growth. There were several months of ongoing mechanical trauma and pain noted when patient would call however the patient had a course that was complicated by non-compliance and lack of follow up. No additional information was provided.

Manufacturer narrative:
Section h4: correction. Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A specific cause for the reported event could not conclusively be determined through this evaluation. A correlation between the device and the reported infection / pain could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.